Event description:
It was reported that a spectrum infusion pump was constantly alarming downstream occlusion. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant downstream occlusion alarm caused by an elevated signal level in the downstream sensor with a fluid filled set. The downstream tubing guide and gasket were replaced to correct this condition.